Event description:
The reporter stated that the drill guide from the tibiaxys kit broke during surgery, while the doctor was trying to remove it from the plate with the driver. The pt was undergoing a procedure to stabilize a right ankle fracture. There was no adverse outcome for the pt to date. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.